Manufacturer narrative:
A review of the device history records was completed: the following documents were reviewed: device history records check lists, packing process sheet and packaging label log. Review of the process sheet shows that the sterile pack testing was within specification and that the secondary packaging was within specification. The device history records release check lists do not show any non-conformity. Review of the lot shows that the parts were processed within specification. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014 the patient underwent a removal of a prodisc-c at c5-c6 due to on-going pain and subsidence of the inferior endplate into the anterior portion of the c6 vertebral body. All of the removed hardware was intact. The patient was revised to an anterior cervical discectomy and fusion (acdf). The patient never felt relief from the initial total disc replacement procedure, which was performed on (B)(6) 2014. There was no reported surgery delay. The patient¿s outcome was reportedly fine. This is report 1 of 1 for (B)(4).